Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the exact root cause for the annular rupture could not be confirmed. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (female gender, advanced age - 86 years, valvular calcification) may have contributed to the annular rupture. The cause of the multi-organ failure and death on pod1 was not provided, but may have been related to the procedure and general condition of the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in the (B)(6), during a transfemoral tavr procedure, a 26mm sapien 3 ultra valve was implanted in the aortic position. A successful aortic balloon valvuloplasty had been previously performed so the procedure was planned for a direct implant. Uneventful rfa access was gained with a 14fr esheath. Good valve alignment was performed in descendent aorta. Attempted to cross native valve but unable after several attempts. The decision was made to perform a valvuloplasty with a non-edwards balloon via the lfa using 12f cook sheath, while the sapien 3 ultra valve was 'parked' in the descendant aorta. After pre-dilatation, the device was able to successfully cross and the sapien 3 ultra valve was implanted. Angiogram post-deployment showed a successful implant. During the removal of the 12f cook sheath, the patient became hemodynamically unstable and complained of chest pain. While waiting for equipment, a cardiac echo was performed and showed an annular rupture with a small effusion. Also noted on the angiogram was a small effusion towards the left coronary cusp. It was decided to treat the annular rupture conservatively with medical management and no pericardial effusion due to small amount of fluid. The patient was stabilized and transferred to ccu for close monitoring. The patient passed away due to multiorgan failure on postoperative day (pod) 1.